Manufacturer narrative:
Article citation: gronovitch, y. Maisel-lotan, a. "An elegant method for removing breast implants- a novel surgical device." Plastic and reconstructive surgery. April 2023; doi: 10.1097/prs.0000000000010486. Continued e.1 zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article "an elegant method for removing breast implants- a novel surgical device" twenty-two implants of various manufacturers including allergan® and inamed® were reported to be ruptured upon removal with the novel device. All forty-five devices were successfully explanted.